Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to reset the plunger and that a new cartridge would not fully seat, protruding from the device; customer support guided a rewind and use steps without resolution, and a replacement device was shipped while the original was retained. Symptoms included none, and blood glucose was unaffected. Outcomes included no medical intervention, no hospitalization, and continued therapy after resolving the rewind. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the original device was later rewound properly, and the user kept it, while the unopened replacement was returned, indicating no confirmed device malfunction of the pump or cartridge interface. It was concluded, based on previously established findings for similar reports, that user technique or transient mechanical interference was the most probable cause.